Event description:
Major pump unit(s) involved: external control system failureadditional text: system controllerspecific component(s) involved: other component malfunction, specifyadditional text:other component: severed white power lead attributed to bending fatiguecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): noneother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify